Manufacturer narrative:
Device has not been evaluated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a spinal fusion procedure. It was reported the site used point merge in the spine software. When checking accuracy, errors were found in the calculation of the depth. The use of navigation was aborted. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome. No other information has been provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation was inconclusive as no archives or logs were available. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating there was a slight deviation in depth, however, the surgeon was unable to give the amount in millimeters. It was also noted that navigation was not aborted. The system was rebooted and the patient was re-registered, and the surgery continued without further issues. During troubleshooting, the error could not be confirmed. As a preventive measure, the spinal software was completely deleted from the system and reinstalled. The user settings were restored.